Event description:
2/10/98 baxter became aware of several occurrences where the 250 ml anticoagulant solution bags were depleting before the plasmapheresis procedure was completed on the auto-c. The first report involved six different auto-c instruments, and indicated the "air push" alarm the techs, however, no check 230 ml alert was heard. The procedures were stopped in each case and the blood was not re-infused to the donors. 2/12/-24/98 follow up account visits, sample evaluations and calls to multiple customers by baxter, identified that some customers were experiencing anticoagulant bag depletions without the check 230 ml alert, or they were noting the bag to be down to 5-10 ml and the 230 ml alert had not activated. Still others indicated they were getting the 230 ml alert. Many more indicated having no issues at all. No donor serious injury has occurred in association with this or any of the reported events. 3/5/98 subsequent reports, after 3/3/98 recall letter, identified plasma facilities re-infusing their donors and changing to another anticoagulant bag without incident or injury to their donors. Specific to this report: it was reported that with this lot number, this account had six events were during plasmapheresis procedure, the air push (-) alert message was observed near the end of the procedure. Upon further investigation, for each event, it was noted that the anticoagulant bag was empty. There was no check 230 alert with any of these events. Each procedure was stopped with no re-infusion to the donor. With each event, the donor was removed and left in good condition. This is report number five of the six reports from this customer.